Event description:
Device 1 of 2: MFR reference report: 1627487-2018-13399. It was reported that surgery occurred on (B)(6) 2018 and the leads were explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: MFR reference report: 1627487-2018-13399. It was reported that the patient was unable to set the ipg to MRI mode. Diagnostics revealed that the lead with high impedance was fractured at the anchor site. Reprogramming therapy for the patient was not successful. The patient reported having a fall around (B)(6) 2018. Due to this, surgical intervention may take place.

Event description:
Device 1 of 2: MFR reference report: 1627487-2018-13399.